Event description:
Complainant alleged that while attempting to treat a pt the device's display inappropriately blanked out. The battery was reseated and the device powered up without display. The battery was replaced and the device powered on with display and was used to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.